Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Boston scientific technical services (ts) discussed the mechanism of the device and referred to the physician for device evaluation. Additional information obtained from the field which indicated that which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Boston scientific technical services (ts) discussed the mechanism of the device and referred to the physician for device evaluation. Additional information obtained from the field which indicated that which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.